Event description:
Customer reported that the insulin pump alarmed button error. Customer was exercising and the device was clipped to her bra strap. Blood glucose value is 181 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape and down arrow buttons due to corroded keypad traces noted. No unexpected button error alarms or motor error alarms noted during our testing. The motor was leaking oil. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.